Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the devices were leaking when 5mm graspers and the 5mm suction irrigator was used. Two other trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.